Event description:
During a medication pass, the bar code scanner failed and the nurse was unable to scan the patient's ID/medication. The device failed and there was not enough time to troubleshoot or reset the device. The medication had to be given stat and the error occurred when the scanner failed and the rn wasn't able to verify that the wrong dose was being given to the patient.